Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vte (exhaled tidal volume) was low on the vela ventilator after changing the mainboard. It was also stated that the exhalation transducer has failed. There is no information of patient involvement associated with the event as of this time.